Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, before surgery, the staff of the operation room noticed that the tip of the clip was broken. The subsequent procedure was completed successfully, and no surgical delay or adverse consequences were reported.

Event description:
It was reported that, before surgery, the staff of the operation room noticed that the tip of the clip was broken. The subsequent procedure was completed successfully, and no surgical delay or adverse consequences were reported.

Manufacturer narrative:
The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device received is broken from the proximal part. The chipped off material is not available for evaluation, but the kind of breakage as seen in the received device indicates development of internal stress during previous surgeries probably due to due to impact which later propagated and resulted in cracking during sterilization process. Also, signs of intense usage are also visible. Based on the above facts the root cause of the reported event is due to changes in the structural integrity of the device after frequent sterilization cycles which is accentuated by improper handling by user. The device had been in use for a long time (manufactured in 2013), therefore it can be safely said that it had fulfilled its tasks in former surgeries as intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.